Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between hemodialysis therapy and the use of the 2008t hd machine and the patient event of unresponsiveness. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there is no allegation of a device malfunction or deficiency for this event. The patient was in treatment when they were found unresponsive. There were no reports of any issues with the patient¿s treatment prior to the event. It is unknown at what point in the treatment the patient was found unresponsive. The patient¿s health status at the time of the treatment is also unknown. The presence of even mild renal insufficiency is associated with a 40% increase in cardiac death and a 300% increase in the risk of sudden cardiac arrest (sca) compared to those with normal renal function. There is no report that the out of range uf volume check reading reported by the biomed also occurred during this patient¿s treatment as no treatment records were available for review. However, the biomed did not make any allegation that the machine caused the patient event. Based on the available information and no allegation or evidence of a malfunction, the 2008t hd machine can be excluded as the cause of the patient¿s adverse event.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a hemodialysis (hd) patient was found unresponsive during treatment on a 2008t hemodialysis machine. The treatment was discontinued, and the blood was returned. Two chest compressions were administered, and the patient became responsive. The patient was transported to the hospital where they remained under observation. The biomed stated there were no machine alarms. Upon completing the ultrafiltration (uf) problem identification checklist, the uf volume check reading was 24.3ml. The range is 23.9 to 24.1ml. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a hemodialysis (hd) patient was found unresponsive during treatment on a 2008t hemodialysis machine. The treatment was discontinued, and the blood was returned. Two chest compressions were administered, and the patient became responsive. The patient was transported to the hospital where they remained under observation. The biomed stated there were no machine alarms. Upon completing the ultrafiltration (uf) problem identification checklist, the uf volume check reading was 24.3ml. The range is 23.9 to 24.1ml. No further information was provided. Attempts to obtain additional information were unsuccessful.